Manufacturer narrative:
Unit received with no button response on the act button due to connector on lcd board unlocked. Unable to perform displacement test due to unresponsive keypad. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump's act button was unresponsive. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.